Event description:
Caller stated the device has a thin black stripe on the display; does not obstruct the visualization of the results and information shown. No adverse event reported. Product was replaced and requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).